Manufacturer narrative:
The four additional proglide devices are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with five proglide devices were attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an electrophysiology (ep) procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles with five proglide devices. The sheath was upsized to an 8.5fr and the aaa procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.